Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer's blood glucose level ranged from 120-150 mg/dl. Reportedly, the pump supplies were changed to resolve the issues.